Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A doctor reported that there was noise on the right ventricular lead, but that the patient was coughing during the event. The technical consultant stated that the noise might be the result of coughing if programmed to unipolar, but not if programmed to bipolar. The technical consultant also questioned the capture on the lead. The lead remains in use. No patient complications have been reported as a result of this event.